Event description:
It was reported that the insulin pump underdelivered insulin. Customer programmed 27 units and received 6.9 units. Customer has been experiencing low blood glucose. Customer woke up with blood glucose reading of 48 mg/dl. The current blood glucose reading is 372 mg/dl. Customer treated with insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.